Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an over infusion of heparin. The volume to be infused (vtbi) was 500 ml. The dose was 16 units/kg/hr of 25000 units heparin in 500ml unspecified solution, at a flow rate of 28.7 ml/hr. The head height was approximately 18 inches from the pump to the head of the container. Drips were observed in the baxter tubing drip chamber at the initiation of the tubing. The event occurred in the medical-surgical unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h, h6 and h10: the device was received for evaluation. During functional testing, an medication (heparin) was at room temperature at the time of infusion could not be confirmed.. Evaluation performed flow accuracy verification testing at the following rates 40ml\hr at 20vtbi (three separate runs )and 28.8ml\hr at 71.5 vtbi (three separate runs). Device passed all the testing maintaining the error percentage from 2.57063% through -2.995% a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No component could be determined for causality and therefore no correction was required. Should additional relevant information become available, a supplemental report will be submitted.